Event description:
Physician fired the er320 successfully the first time and on the second firing of the clip applier the clip scissored, the clip was removed and another clip was fired successfully during a lap chole procedure. Comment was made by the physician that this seems to happen with the second clip. There was no pt consequence.